Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for qc and patient samples. The crem results were from 7mg/dl to 9 mg/dl. Actual results were not supplied, and it is unknown how many patients were affected. Crem results were not reported out of the lab. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
Calibrations have failed. Customer's biomedical specialist stated that there was a leaking wash collar drain valve. The specialist replaced the solenoid valve and performed precision runs. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.